Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0196113, medical device expiration date: 2025-06-30, device manufacture date: (B)(6) 2020. Medical device lot #: 0196117, medical device expiration date: 2025-06-30, device manufacture date: (B)(6) 2020. Investigation summary: it was reported upon passing out of the isolator room to the final check room a drop of fluid was noted between the two seals of the syringe plunger. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows an empty syringe with the rubber stopper-plunger rod towards the top of the syringe. The other photo shows a syringe filled about fifty percent with a white substance. In either photo it is not possible to observe leakage that has passed the stopper. A device history record review was completed for provided material number 301035, lot number 0196113 and lot number 0196117.. The review did not reveal any detected quality issues during the production of either lot that could have contributed to the reported defect. Based on the investigation with the photo sample analysis the symptom reported by the customer could not be confirmed, and with no physical sample analysis a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. With no sample analysis a probable root cause could not be offered.

Event description:
It was reported that 2 bd¿ luer-lok syringes 60 ml experienced leakage. The following information was provided by the initial reporter: cyclophosphamide manually drawn up from the reconstituted vial, syringe capped and passed out of isolator for labelling. Upon passing out of the isolator room to the final check room the drop of fluid was noted between the 2 seals of the syringe plunger.